Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had motor position encoded alarm and other motor error alarm also. Blood glucose was unknown. Troubleshooting was performed. Drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, off no power test, rewind test, basic occlusion test and prime or a33 test. The operating currents were in specification. Device received with stuck motor error alarm loop during bolus or basal delivery. No e70 alarm noted in the alarm history screen. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside of the unit and passed. Unable to perform a21 error test, occlusion test, excessive no delivery test and the dat test due to motor error alarms. Device had cracked reservoir tube lip.